Event description:
It was reported that the control module displayed error code l3-018 while retrieving samples. A second probe was used in which the same error was noticed. An adequate amount of samples were obtained to complete the case. It was also stated that the cutter seems to move slower than usual and a louder than usual noise was observed.

Manufacturer narrative:
Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. Per the customer complaint of "l3-018", and "the cutter seems to move slower than usual and a louder than usual noise was oserved", the analysis site found this was due to the rotational cable. To correct this issue, the site replaced the rotational cable. The site also found the teeth on the manual spaded assembly and the spur gear were worn and to correct this issue, the site replaced the manual spade assembly and the spur gear. The e-clip was damaged during disassembly and was replaced; after servicing the unit passed qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.